Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer ,therefore cause cannot be detrmined.

Event description:
It was on (B)(6) 2015, the patient underwent posterior lumbar interbody fusion (plif) surgery at l5/s1 levels. It was reported that on (B)(6) 2015, post-op, the patient developed numbness in l4/5. Revision surgery was performed on (B)(6) 2015 for decompression at l4/l5 and a new screw was inserted at l4. The product came in contact with the patient. The revision surgery was operated due to paralysis a week after the surgery. Decompression at l4/5, additional screw l4 and it was connected using a spinal system were operated. The surgeon told the patient will be ok but detail was unknown because sales rep has not visited the surgeon so far.